Event description:
It was reported that during a remote follow up, high, out-of-range defibrillation impedance was noted on the right ventricle (rv) lead. Abbott technical support was contacted, however, no intervention was performed. The patient was in stable condition and will continue to be monitored.